Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient experienced blood glucose levels of 180 mg/dl. This glucose level persisted for one hour. The patient reported that they forgot to remove the needle guard from the cannula. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.